Manufacturer narrative:
Correction to the supplemental MDR in h6. The correct aware date of the initial report should have been 01/10/2023. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17186032. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to high impedances. The lead was replaced so the patient could be magnetic resonance imaging (MRI) compatible. The devices were retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing fine.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17186032, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to high impedances. The lead was replaced so the patient could be magnetic resonance imaging (MRI) compatible. The devices were retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing fine.

Manufacturer narrative:
The correct aware date of the initial report should have been 01/10/2023. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17186032. UDI: (B)(4).